Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during loading of the first valve, a misload was identified due to node overlap up to node four of the valve frame but not beyond. During implant, after a pre-implant dilation with a 23mm non-medtronic (unknown manufacturer) balloon, complete heart block occurred. No adverse patient effects were reported.

Manufacturer narrative:
Image review: six static images were provided for review of the event. The patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 93.5mm with a perimeter derived diameter of 29.8mm, suggesting a 34mm evolut fx. The patient appeared to have a sievers type 1 bicuspid aortic valve with significant calcification extending to the left ventricular outflow track. A fluoroscopic valve load inspection was not provided; however, it was reported that a misload was identified due to frame overlap to up to node four. After one recapture, the valve was deployed a second time just prior to the point of no recapture and an infold was visible. The valve was removed from the patient and deployed on a sterile field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0011832523); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had bicuspid anatomy and heavy protruding calcium. After initial deployment to 80%, the team determined that the valve ((B)(6)) was positioned too high to deploy, therefore the valve was recaptured and redeployed to 80%. An infold was immediately noticed, which ran the length of the valve. The valve ((B)(6)) was recaptured, and the valve and delivery catheter system (dcs) were removed and replaced. A replacement valve ((B)(6)) was successfully deployed. Two days following implant of the valve ((B)(6)), the patient had a complete heart block (chb) and required the implant of a permanent pacemaker (ppm). No additional adverse patient effects were reported.